Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(4); batch: 7074529. Product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(4); batch: 7074584. Product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(4); batch: 7073454. Product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(4); batch: 7073737.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a change in cognition in which she appeared forgetful postoperatively from a procedure (see MFR report 3006630150-2022-05822). The patient remained hospitalized after the procedure. The physician does not believe patients symptoms are device related, however he was unsure if it was related to the anesthesia used for the procedure. Magnetic resonance imaging (MRI) results were inconclusive. Additionally, the patient experienced superficial cellulitis around the implantable pulse generator (ipg) and lead incision sites. There was no appearance of redness or discharge and no culture was taken, however the patient was placed on antibiotics.